Event description:
The affiliate reported that the pediatric neurosurgeons complain about the connector attached to the rickham reservoir. They implant these reservoirs in very small neonates and the connector part is so big for them. Also the staff gets confused, they think the reservoir is where the connector sticks out and they have to puncture multiple times before they finally find the reservoir. This causes an extra risk of infection. It would be great to develop a rickham reservoir without the possibility to connect to a distal catheter. The customer has now switched to medtronic reservoirs. The device is still implanted.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.